Event description:
It was reported that "the intensive care unit informs us that the patient is draining heavily through the pleur-evac and must undergo a review, which involves placing surgical drapes, removing skin stitches, fascia, and sternum wires. Abundant clots are evident in the mediastinum, with active arterial bleeding from a bleeding collateral of the internal mammary artery. Hemostasis is performed with a new clip, controlling the bleeding. Clots are evacuated from the mediastinum, and bridges, anastomoses, sutures, sternal wall, and mediastinum are examined without finding other sites of bleeding". The patient status is reported as "deceased". No further information is available.

Manufacturer narrative:
(B)(4) additional information received on 09 september 2025 states that "the patient entered the surgery area for coronary revascularization. Once the procedure was completed, he was transferred to the ICU. After approximately eight hours, the patient was prepared for intubation, and it was observed that he was draining heavily from the pleur evac. The cx area was informed that the patient needed to be taken to the operating room urgently for examination. The report further states the event did not cause the patient's death, "no, but based on what happened, there was an increased risk due to the reoperation, but the patient was stabilized and did not die as a result of the medical device". The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instruments was rev iewed and found complete without any irregularities. This instrument was produced at the tecomet, inc., kenosha, wi, facility as part of a combined 99 pc. Lot in january of 2018 from lot number 06c1747927. It was found that this order was made from the correct ma terials and components, and all approved processes were followed. It can then be stated that the alleged non-conformance that incited this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument as re ceived shows that the open jaw tip set gap is slightly undersized, thus making it more difficult to load a clip. We are able to validate this complaint for the returned instrument. Further evaluation shows that the bend on the spring mechanism has been altered, thus making it easier to close the applier while loading a clip, which in turn changed the tip set gap, making it slightly undersized. After the initial evaluation, the spring was re-bent to the proper bend, and now this instrument is able to pick up, retain, close, and release multiple clips without any difficulty. We are unable to determine what caused the spring bend to change on this device, thus making it difficult to load a clip, but mishandling of this device at the end user's facility is suspected. All instruments from this lot were 100% visually inspected and function tested before shipment to the customer, as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
Qn #: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the intensive care unit informs us that the patient is draining heavily through the pleur-evac and must undergo a review, which involves placing surgical drapes, removing skin stitches, fascia, and sternum wires. Abundant clots are evident in the mediastinum, with active arterial bleeding from a bleeding collateral of the internal mammary artery. Hemostasis is performed with a new clip, controlling the bleeding. Clots are evacuated from the mediastinum, and bridges, anastomoses, sutures, sternal wall, and mediastinum are examined without finding other sites of bleeding". The patient status is reported as "deceased". No further information is available.

Event description:
It was reported that "the intensive care unit informs us that the patient is draining heavily through the pleur-evac and must undergo a review, which involves placing surgical drapes, removing skin stitches, fascia, and sternum wires. Abundant clots are evident in the mediastinum, with active arterial bleeding from a bleeding collateral of the internal mammary artery. Hemostasis is performed with a new clip, controlling the bleeding. Clots are evacuated from the mediastinum, and bridges, anastomoses, sutures, sternal wall, and mediastinum are examined without finding other sites of bleeding". The patient status is reported as "deceased". No further information is available.

Manufacturer narrative:
Qn(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instruments was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc., kenosha, wi, facility as part of a combined (B)(4) pc. Lot in january of 2018 from lot number: 06c1747927. It was found that this order was made from the correct materials and components, and all approved processes were followed. It can then be stated that the alleged non-conformance that incited this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument as received shows that the open jaw tip set gap is slightly undersized, thus making it more difficult to load a clip. We are able to validate this complaint for the returned instrument. Further evaluation shows that the bend on the spring mechanism has been altered, thus making it easier to close the applier while loading a clip, which in turn changed the tip set gap, making it slightly undersized. After the initial evaluation, the spring was re-bent to the proper bend, and now this instrument is able to pick up, retain, close, and release multiple clips without any difficulty. We are unable to determine what caused the spring bend to change on this device, thus making it difficult to load a clip, but mishandling of this device at the end user's facility is suspected. All instruments from this lot were 100% visually inspected and function tested before shipment to the customer, as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.